Event description:
It was reported that there was an elective replacement indicator (eri) message. The patient saw the message for the past 3-4 months. It was recommended that the patient contact his healthcare provider (hcp) to have his implantable neurostimulator (ins) battery tested. It was noted that his device was not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 377860, lot# n0044319, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 377860, lot# n0044319, implanted: (B)(6) 2005, product type: lead. (B)(4).